Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had beep anomaly. The customer¿s blood glucose level was 135mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed self test and displacement test. No unexpected audio/beep/vibrate anomaly noted during testing. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, stained address/serial number label and stained end cap sticker.